Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. (B)(4) - edwards sapien transcatheter heart valve; (B)(4) - edwards sapien xt¿ transcatheter heart valve; (B)(4) - edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Investigation of this event is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, an edwards thv valve was explanted from the patient¿s pulmonic position for unknown reasons. Additional information has been requested.

Manufacturer narrative:
The reason for the thv explant was not provided despite multiple unsuccessful attempts to gather information from the site. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.